Event description:
It was reported that while advancing two coils through the microcatheter for embolization of a splenic aneurysm, there was a significant friction encountered between both coils and microcatheter that prevented any further movement. An attempt to reposition the two coils led to their detachment. This situation resulted in an increase in procedure time, with a total of 50 ml contrast agent administered. There was no patient injury reported. A request was made to confirm the amount of time the procedure was delayed and to clarify how the case was completed, but there was no further information received to date. This report addresses the second coil. The first coil is captured under medwatch# 2032493-2026-00084.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Manufacturer narrative:
Based on our investigation findings, the coil was kinked and damaged; however, the coil was attached to the delivery pusher upon receipt. There is no premature detachment that occurred. Therefore, mvi no longer considers this event a reportable malfunction event. This report addresses the second coil. The first coil will be captured under medwatch# 2032493-2026-00084.

Event description:
See h11.

Event description:
Additional information was received indicating that the procedure was delayed by approximately 20 minutes due to the time required to realize it would not fit, perform testing outside the body, and making another attempt. The case was completed successfully, but no framing coils could be deployed. The physician was able to perform coiling using standard detachable coils. The patient experienced no issues that occurred during or after the procedure.

Manufacturer narrative:
This supplemental report is being submitted as additional information was received. The following sections were updated: b1. Deselected adverse event, b2. Deselected other serious (important medical events), b5. Additional information received, h1. Serious injury was changed to malfunction, h6. Impact code 4633 was changed to 2199. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. This report addresses the second coil. The first coil will be captured under medwatch# 2032493-2026-00084.